Event description:
Follow up information identified the patient¿s ipg has been confirmed as inoperable. The patient may still be waiting for surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg with a new model which addressed the issue.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation, and the ipg is unable to communicate with external devices. Reportedly, the patient last successfully recharged the device in (B)(6) 2019, and lost stimulation in (B)(6) 2019 (exact dates are unknown at this time). To address the issue, the patient may be awaiting surgical intervention.